Manufacturer narrative:
H6: investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. DHR/bhr review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached. H3 other text : see h10.

Event description:
It was reported that while using bd epicenter¿ single user software false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " if the aerobic and anaerobic bottles are positive for aerobic and false positive for anaerobic and reloaded, the bottle will be in culture, but the aerobic bottle may also change during culture. I want you to check it. Please check if the specifications can be changed. The aerobic condition became positive and the name of the bacterium was reported. After that, when the anaerobic became false positive and the bottle was found to be negative and the bottle was returned, the aerobic bottle that was positive became in culture (this case is predicted and investigated to see if the specifications can be changed. I want)".

Manufacturer narrative:
H6: investigation summary after further evaluation of the complaint, it has been determined that the previously submitted MFR report# (B)(4) was sent in error. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The type of software issue reported would likely interrupt the device, provide an error code, and or render it unusable until the device can be rebooted, or troubleshooting restores its function. This would not lead to a clinically significant event.

Event description:
It was reported that while using bd epicenter¿ single user software false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " if the aerobic and anaerobic bottles are positive for aerobic and false positive for anaerobic and reloaded, the bottle will be in culture, but the aerobic bottle may also change during culture. I want you to check it. Please check if the specifications can be changed. The aerobic condition became positive and the name of the bacterium was reported. After that, when the anaerobic became false positive and the bottle was found to be negative and the bottle was returned, the aerobic bottle that was positive became in culture (this case is predicted and investigated to see if the specifications can be changed. I want)"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: if the aerobic and anaerobic bottles are positive for aerobic and false positive for anaerobic and reloaded, the bottle will be in culture, but the aerobic bottle may also change during culture. I want you to check it. Please check if the specifications can be changed. The aerobic condition became positive and the name of the bacterium was reported. After that, when the anaerobic became false positive and the bottle was found to be negative and the bottle was returned, the aerobic bottle that was positive became in culture this case is predicted and investigated to see if the specifications can be changed. I want.